Event description:
During arthroscopic rotator cuff repair, the bone was very hard and anchors broke when impacted. The surgeon attempted to remove all of the anchor but was unable to remove all of the pieces; small fragments remain in the patient. A back-up device was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4); the device has not been received for evaluation.(B)(4).

Manufacturer narrative:
Device evaluation: two twinfix ultra pk devices were returned for evaluation. Each devices anchor is broken at the suture eyelet confirming the reported complaint of ¿broken implant¿. Examination of the inserters showed their tines to be broken off. Due to the limited clinical details provided as far as site prep a root cause for this incident cannot be determined. A review of the device history records was performed which confirmed no inconsistencies. No root cause related to the manufacturing process can be established. No further investigation is required at this time. (B)(4).